Manufacturer narrative:
The autopulse lifeband in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
As reported, after the patient was resuscitated by the autopulse, the lifeband's yellow alignment tab broke off and the lifeband immediately came off from the autopulse platform. The issue occurred upon arrival at the hospital. No patient consequence.